Event description:
The patient¿s pump was removed due to an infection, and they had to ¿wear a wound pump¿. They reportedly almost died. The patient thought the medication in the pump was morphine, but they were not sure.

Event description:
Additional information received reported the pump had leakage and there was an infection. The pump and catheter were removed two or three years ago. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).